Manufacturer narrative:
Correction: upon review, the right ventricular (rv) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had sensing issues due to r-wave amplitude variation. The patient was asymptomatic. No changes were made and there were no consequences to the patient.